Event description:
The customer stated a purple topped capillary tube was being pierced through the bottom by the probe and being spilled into the instrument through a hole in the tube adapter when run in the primary mode on the act diff 2 instrument. The customer was wearing gloves and was not exposed to the blood. No mucous membranes or open wounds were exposed and the operator did not seek medical attention. The customer does have an exposure control or risk management plan in place. The blood spill was cleaned by the customer following their lab procedures for cleaning biohazard spill. Patient results were not affected by the reported issue. The field service engineer (fse) visited the account and provided them a tube adapter insert for use with capillary / microtainer tubes. The customer informed fse that after seeing the tube adapter recall they once had one but could not find it in their supplies. Per conversation with the fse, he stated the customer was running a bd microtainer sample tube without using the adapter insert. This caused the probe to pierce through the bottom of the tube. Based on information provided, the root cause for the capillary tube being pierced through the bottom is attributed to the customer not using the recommend tube adapter insert. Per labeling, certain tubes listed in table b.1 require the use of the tube adapter. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).